Event description:
A customer reported not being able to test her blood glucose because her freestyle freedom blood glucose meter did not turn on and due to that issue she reported going to the hospital, although there was no medical diagnosis for severe hyperglycemia, the customer reported experiencing vomiting and being diagnosed with dehydration. The customer also reported being treated with an unk intravenous solution and fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.